Event description:
It was reported that the subject device¿s ceramic distal end of the inner tube casing was broken. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screw is missing, and the sealing ring is worn a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of insulation beak. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A service history review is not required as per gsop-00029. There is no indication that the cause is traced to repair activities and the complaint is not related to a death, infection, or patient injury. The event can be detected by following the instructions for use which state: in IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ (instruction manual-a22040a.pdf). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.